Event description:
A mechanical failure in the rotating assembly drive train allowed the assembly, which is single-headed and therefore unbalanced, to rotate freely. This resulted in the detector end of the gentry oscillating between 90 and 270 degrees beneath the pt on the coach until friction caused it to stop. The pt was not injured. The operator was clear of the gantry and was also uninjured.